Event description:
Pt underwent left revision total hip arthroplasty in 2001. Due to dislocation, closed reduction performed on january, 2004. Following multiple dislocations, left revision total hip arthroplasty was performed in 2 weeks later. Metallosis of the adjacent tissue was noted and acetabular components were replaced.